Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right common iliac artery. A 6.0x60mm and a 6.0x40mm armada 35 balloon were attempted to pre-dilate the lesion; however, both balloons reportedly ruptured at 4 atmospheres (atm). Both devices were removed without issue and a 7.0x59mm omnilink stent was implanted and a 9.0x60mm armada's 35 was attempted to post dilate, but ruptured at 6 atm. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the balloon rupture occurred due to interaction with the heavily calcified right common iliac artery causing damage to the outer surface of the balloon material; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified right common iliac artery. A 6.0x60mm and a 6.0x40mm armada 35 balloon were attempted to pre-dilate the lesion; however, both balloons reportedly ruptured at 4 atmospheres (atm). Both devices were removed without issue and a 7.0x59mm omnilink stent was implanted and a 9.0x60mm armada's 35 was attempted to post dilate, but ruptured at 6 atm. There was no adverse patient effects and no clinically significant delay. No additional information was provided. Additional information received subsequent to filing the initial report stated all three armada devices ruptured at the first inflation. No additional information was provided.